Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient while in the intensive care unit, received multiple unsuccessful shocks from the ICD. An external defibrillator was used to rescue the patient. The ICD was later found in backup vvi mode. It was recommended to explant the device. It was later reported that the patient expired on (B)(6) 2013, unrelated to the device.